Event description:
It was reported that a user experienced loss of glucose readings on the ilet bionic pancreas while dexcom g7 readings continued to display in the g7 app, after the user deleted items in the phone¿s bluetooth settings; no alarms were present on the ilet and readings resumed shortly after the call. Symptoms included no change in blood glucose and no sensor error alerts. Outcomes included no injury, no medical intervention, and uninterrupted diabetes self-management.

Manufacturer narrative:
Investigation included technical support troubleshooting and user education regarding bluetooth connectivity and app pairing. Investigation of this case revealed a transient communication issue between the cgm and the ilet application without sensor malfunction. It was concluded that the event was consistent with a temporary bluetooth communication disruption, resolved with standard troubleshooting, with the device functioning as intended.